Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 21, 2010, the reporter/pharmacist contacted lifescan (lfs) on behalf of the patient alleging that a one touch ultramini meter read inaccurately erratic. The medical surveillance specialist (mss) spoke to the patient directly on may 7, 2010, and was able to obtain/verify limited information. The patient indicated that the alleged issue started on an unspecified date/ time in (B) (6) 2010. The patient claimed that she would get a 10-40 point difference when performing back-to-back blood tests using the same drop of blood. In one case, the patient claimed that she got back-to-back meter readings of "221 and 181 mg/dl." As a result of the alleged issue, the patient claimed that she had to visit her doctor several times because of the erratic readings. On an unspecified date/time in the middle of (B) (6), the patient claimed that she had a doctor's office visit because of the alleged issue. Although the patient denied that her blood glucose was tested on another device during the time of concern, she claimed that a health care professional (hcp) treated her with glucose tablets/gel. It is not known if the patient allegedly developed symptoms because of the reported issue. Before the patient received the glucose gel/tablet treatment from the hcp, the patient had increased her metformin dosage from 1000 to 2000 mg per day. It is not known if the patient was advised by a hcp to increase the daily dosage. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received glucose tablet/gel treatment from a hcp as a result of the alleged issue.